Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2016 with epithelial ingrowth in both eyes. Surgeon noted anterior basement membrane dystrophy on treatment day. It was stated that the patient had loss of best corrected visual acuity (bcva) and epithelial healing was poor with left eye being worse than left eye. The patient had no complaints post surgery but commented that right eye is seeing pretty well but left eye is terrible. Patient reported symptoms are not interfering with daily activities. Additional surgical intervention was required in left eye for removal of surface epithelial cells. Bcva from (B)(6) 2015 right eye pre-op 20/20 .50 x -2.50 x 90 left eye pre-op 20/20 .50 x -2.75 x 85 bcva from (B)(6) 2016 left eye post-op 20/20 -1.75 x -1.25 x 20.